Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen timed out faster than expected. Tandem technical support confirmed the screen did not turn off due to user accidentally touching areas of the screen that are not registered as buttons. It was also confirmed that there were no alerts and alarms in the pump history. The contact declined further troubleshooting. Customer's blood glucose was 109 mg/dl.